Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the progressively increased gradients post tavr cannot be confirmed as information is not forthcoming. However, may be due to patient factors (natural progression of valvular disease process) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years post tavr procedure in the aortic position, echo revealed recurrent aortic stenosis with a gradient of 60mmhg. A 23mm sapien 3 was implanted and post deployment echo showed a gradient of 16mmhg. The valve was post dilated with a 22 true balloon to 22 atm resulting in a final gradient of 5mmhg. The patient is stable, at home. The increased gradient is perceived to be due to aortic stenosis. Additional information was requested but was not forthcoming.